Event description:
Per the clinic, it was reported that the patient experieneced tinnitus and reprogramming attempts were made; however, the issue could not be resolved. Subsequently the patient was treated with intratympanic steroid injection (date not reported). Additional information has been requested but it has not been made available as of the date of this report.